Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that the unit was failing patient outlet pressure performance chck,had bent pins and vt was out of specification. As a resolution,the flow valve,motor board and turbine were replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop 1150 ventilator. The unit was failing patient outlet pressure performance check,had bents pins and vt (tidal volume) was out of specification.furthermore, there was no patient involvement associated with the reported event.